Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("so much pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("horrible taste in her mouth"), alopecia ("hair loss") and malaise ("felt so unwell / it felt like I was dying"). The patient was treated with surgery (hysterectomy to remove the device). Essure was removed in 2015. At the time of the report, the pelvic pain and malaise outcome was unknown and the dysgeusia and alopecia had resolved. The reporter provided no causality assessment for alopecia, dysgeusia, malaise and pelvic pain with essure. The reporter commented: she stated that she felt as though she was dying and as if something was killing her from inside. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.